Event description:
Report received from abbott international affiliate of an overdelivery of narcotic. The report states, "syringe made up with 60 mg of morphine and 5 mg droperidol. Set to deliver 2mg bolus with 5 minute lockout 8mg delivered between 18:00 hours and 24:00 hours. At 01:00 hours the pump alarmed. Only 3mls left in syringe and pump showed total of 48 mg delivered (i.e. 40 mg in last hour.) Pump was immediately stopped and disconnected." Follow-up information states, "the patient experienced a decline in their respiratory rate, pt was closely monitored and given oxygen, the decline in repiratory rate was brief and the patient recovered in approximately 1 hour (maybe less)." Although requested, no additional information has yet been received.